Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was not impacted by the occlusion alarms. After the occlusion alarms, the customer successfully resumes insulin deliveries. Reportedly, an abrupt temperature change occurs to the pump just prior to the occlusion alarms occurring. Tandem technical support advised the customer to allow the boluses to complete prior to placing the pump back inside their pocket in order to prevent abrupt temperature changes to the pump.